Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator frame was not secure. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported that the issue was found while the device was in clinical use. There was not patient or user harm reported. The field service engineer (fse) reported that the base assembly was replaced, and the issue was resolved. A complete performance verification was performed, and the device was returned to service.